Manufacturer narrative:
Additional info has been requested. No evaluation could be made, no conclusion could be drawn as no device has been returned.

Event description:
Surgeon advised that during an anterior lumbar fusion l5/s1 case, a small portion of the tip of the aiming device 13/15mm broke off and surgeon elected not to attempt retrieval.